Event description:
User reported loss of occlusion throughout the case. There was no patient harm; however, spectrum medical considers this event to be reportable.

Manufacturer narrative:
Investigation confirmed that pump operated as expected during simulated testing. Occlusion did not change during testing except in the case that a pump hard stop (e.g. Lid open) occurred at high rpm. Review of history log confirmed that the user workflow made the device particularly prone to such interaction via the pump lids being opened multiple times at high rpm.